Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller went unresponsive and the controller wasn't turning on. The patient's representative (patient rep) said the patient called them about this today but they don't know when the controller went unresponsive. The patient rep said that the patient is in a nursing home. The patient rep said the patient has a hard time recognizing numbers. Troubleshooting was unable to be performed as the patient rep didn't have the external equipment with them at the time of the call. The caller was redirected to call back with the external equipment to further troubleshoot the issue. The patient rep said they will have the patient call back for further troubleshooting the issue and the patient may be calling back with assistance.  The patient's family member (caller) called back with the equipment present. The caller was walked through removing the battery pack and plugging the controller into the ac power cord and confirmed that the controller powered on. The caller inserted the battery pack and confirmed that the green light was on and that the controller and the implant were both depleted. It was reviewed with the caller that everything appeared to be working as intended, and the caller was instructed to monitor the issue and call back if it persisted. The caller called back, stating they left the controller plugged in for an hour and a half, and the green light was blinking but the battery pack was not holding the charge. The controller charging level was still in red. The implant was not charged either. The caller saw no damage. An email was sent to repair to replace the battery.